Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump had keypad anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer reported that the act button on the insulin pump was hard to push. The customer also reported cracks near battery area, random no delivery alarms, the insulin pump had become louder on rewind, and insulin shooting out faster when priming. The insulin pump will not be returned for analysis.